Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 19sep2019, date of report: 20sep2019. The support service performed troubleshooting, was able to isolate the to the narrow end of the boot for the failed system leak test. The support service advised the customer of the boot kit replacement and provided the part ID. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.